Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) impedance increased, varied, and was high. It was also reported that there was no capture, undersensing, and low r-waves. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the distal conductor had fractured. It was noted that the defibrillation conductor fractured, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and had cosmetic environmental stress cracking (esc), the outer insulation was breached cut, the outer tubing overlay was breached cut, there was outer insulation cosmetic depression, and blood in/on the helix/lobe mechanism. Performance data collected from the device was analyzed and revealed that on (B)(6) 2011 there was a patient alert for an out of tolerance sub-threshold lead impedance. The daily pace impedance trend data shows a spike increase for svc defibrillation from 53 to 116 ohms peak between (B)(6) 2011, and then returns to a baseline of 59 ohms on (B)(6) 2011.